Event description:
The patient was a female. The target lesion was the mid left anterior descending (lad). The lesion was de novo, heavily calcified, moderately tortuous and flexed. There was 90% stenosis. After conducting pre-dilation with a balloon (nc mercury: 2.5 mm), cypher (complaint product: 2.5/13mm) was advanced through the guiding catheter (launcher: 6f fl4.0) without issues. However, the physician felt resistance just as the cypher came out of the guiding catheter. The cypher became stuck at the ostium of the left main trunk and did not advance forward and so the cypher was withdrawn. The physician visually confirmed the distal end edge of the stent to be flared. Therefore, the cypher was replaced with another cypher (same size), and the procedure was successfully finished. There was no patient injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
The device (lot 13463974) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.